Event description:
Patient was admitted to (B)(6) on (B)(6) 2018 for tpn therapy. Patient has hickman/cvl for IV access. On (B)(6) 2018, pharmacist was informed by patient's mom and the home care nurse that patient removed the cap from her cvl line and placed it in her mouth on (B)(6) 2018. Patient proceeded to choke which resulted in patient's mom performing the heimlich maneuver to retrieve the cap. The home care nurse was not at the patient's home when this incident occurred. Patient did not require a visit to the emergency room nor the physician's office. The cap that patient swallowed came from supplies provided by patient's previous home care company ((B)(4)).